Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2011. The rptr of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The info has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Further info from the rptr regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Company rep reported a physician "was unable to aspirate fluid from the pt's band after inserting fluid. Using fluoroscopy, [the physician] was able to visualize that contrast he inserted into the port's septum was settling in the pt's abdomen. The lap-band tubing is in 2 pieces internally with one end attached to the band and one end attached to the port distally to where the stainless steel connection occurs. The tubing is no longer attached/connected in one piece."